Event description:
A customer reported that their AED was flashing a pads warning during a routine check. They reported that this did not occur during patient use.

Manufacturer narrative:
Although the customer initially reported a pads warning, troubleshooting determined that the AED would not provide audible prompts. The device and its electronic log files were not returned for evaluation; therefore, the root cause of the issue could not be determined. Based on the nature of the reported issue and the fact that the AED is well beyond its 10-year design life, the customer was advised to remove the device from service.